Event description:
A hemodialysis user facility reported that a patient experienced itching 1 minute into treatment. The patient was treated with intra-venous (IV) benadryl 25 mg and the itching resolved. The patient was treated with a new dialyzer. The patient completed full treatment.

Manufacturer narrative:
The plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.